Event description:
Complainant alleged that during during patient (age and gender unknown) treatment, the device displayed a "pacer fault 117" message, and intermittently displayed a "defib fault 78" message, immediately after depressing the charge button. There was no indication of any adverse effect on the patient as a result of the reported malfunction.